Event description:
A letter was received from leigh day solicitors, details a patient that had an accolade hip system implanted in her left hip with a trident cup and an lfit v40 head on (B)(6) 2010. The solicitor has reported that the patients hip was revised on (B)(6) 2014.

Manufacturer narrative:
Additional devices listed in this report: cat 2030-6530-1 6.5 cancellous bone screw 30mm lot code mjawta, cat 542-11-54f trident ha cluster 54mm lot code 32866103, cat 2060-0000-1 acetabular dome hole plug lot code mjk0r9, cat 623-00-40f trident 0 deg insert 40mm lot code mjj9tx, cat 6260-9-040 v40 cocr lfit head 40mm/-4 lot code mhnkvr. An event regarding revision surgery was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, this investigation will be re-opened. Product disposition unknown.